Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported an alarm was heard but not confirmed by telemetry. The patient was due for refill on (B)(6), but due to transportation issues couldn't go. The refill was then scheduled for (B)(6). The pumps alarm started on tuesday. A critical alarm started yesterday. The patient had oral morphine, and did not exhibit any negative symptoms at the time of this reported. The pump contained bupivacaine, clonidine and "other."